Manufacturer narrative:
A pump was received for evaluation. The device was visually inspected and was in good condition. Functional testing was conducted, and no issue with speaker distortion was found. The problem could not be replicated. Therefore, the speaker issue was not be confirmed. The root cause is unknown. Recommend to replace microprocessor board as preventive measure. A device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during the device history record review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the speaker had distortion. No patient injury was reported.